Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an routine inspection the fiber optic sensor on the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that during the controls made on the device, it was determined that the socket in the fiber optic module was loose. So, in order to fix the issue, the fse re-inserted the socket. Then, the fse performed the unit's safety disc leak test, autofill calibration, performance tests and fiber optic calibration. Unit was then delivered to the customer in working condition after connecting and checking the test trainer and the catheter.